Event description:
User facility reported to their sales rep that the device was in use for pt arterial blood draw. The nurse reported that during blood draw the sheath over the needle broke and nurse was exposed to pt blood. According to reporter the pt was (B)(6) and nurse had post-exposure blood tests performed. At this time, no permanent adverse effects to nurse reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.